Manufacturer narrative:
Externalized conductors on fluoroscopy was previously reported in manufacturer report number # 2938836-2015-28289.

Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that inappropriate therapy was observed on the right ventricular lead. Episodes of non sustained ventricular tachycardia were present. High voltage therapy was aborted. Ventricular oversensing that was reproducible with valsalva maneuver and deep inspiration was present. The right ventricular pacing lead impedance was above the normal range. The lead was capped and replaced on (B)(6) 2018. The patient was not dependent on the device for normal function and was discharged in stable condition.

Manufacturer narrative:
A partial lead with the connector portion of the lead in one piece measuring 13.0cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.